Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure the jaws of the expressew iii suture passer w/o hook were not opening. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. It observed that jaws don¿t close normally contributing to the holding sample, besides the upper jaw was slightly loose when the jaws are closed. In addition, the needle was difficult to deploy when active the trigger. Therefore, this complaint can be confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure the jaws of the expressew iii sutuer passer w/o hook were not opening. Another device was used to complete the procedure. No patient consequences or surgical delay reported.